Event description:
Customer reported high and low blood glucose readings. Customer stated that her blood glucose readings have gone up to 462 mg/dl. Customer also reported receiving a no delivery alarm during bolus and stated that the down arrow button is unresponsive. No further troubleshooting was performed as the customer was unable to get into the insulin pump to navigate the menu. Customer's current blood glucose reading is 189 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.